Event description:
Customer reported that the device delaminated, during an open ventral hernia repair. The physician felt comfortable suturing through the device and continued with the implantation. No adverse pt consequence reported that the device remains implanted.